Event description:
The customer reported that the system failed to allow fluoroscopic exposures. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operated as intended.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operated as intended.